Event description:
It was reported size 4/0 pga suture being weak and fraying upon use. (Lot# 190425-51) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.

Event description:
It was reported size 4/0 pga suture being weak and fraying upon use. (Lot# 190425-51) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.

Manufacturer narrative:
Report amended to reflect test results of issue sample.